Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, on stapling of the lung, in the fourth shot the stapler popped, but it shot. On the fifth firing the load fitted but the stapler did not fire, the gauntlet released but did not close the load. The surgical time was extended by thirty minutes or more due to the product problem. The delay occurred due to the changeover time of the stapler and also because the physician had to perform a manual suture because the stapler did not trigger the load, leading to a slight bleeding in the patient, without other events related to the incident. They replaced by stapler and suture in the staple line where the stapler did not fire to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the reload was articulated to one side. The reload had a full complement of staples with no staples protruding from the proximal end of the cartridge channel. The lock ring was broken with one leg sheared off. The reload was disassembled for visual inspection of its internal components. One articulation plate disengaged from the reload. Knife bar laminates were buckled in the area of the pivots. One blowout plate was fractured and loose from the pivots. The broken lock ring was likely caused by misloading or unloading. The broken blowout plate and deformed knife bar laminates were likely a result of firing in over indicated tissue while the reload was articulated beyond the design limits. Pmv performed functional testing. The reload was loaded into a post market vigilance instrument for functional testing. There was difficulty loading the reload onto the instrument. It was noted the reload was in interlock. The interlock was overridden and the reload was applied to test media. The test media was cleanly transected and all but one staple was correctly placed. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication the broken lock ring was likely caused by misloading or unloading. Replication of the broken blowout plate and deformed knife bar laminates may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The broken blowout plate and deformed knife bar laminates condition may occur if the device is articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated, causing the blowout plate to break and fail during articulated firing. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.